Event description:
It was reported to medtronic neurosurgery that the valve was not programming correctly. According to the report, the device was not used on the patient. Reportedly, the patient is doing well with their other valve.

Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4)

Manufacturer narrative:
The returned valve was able to be adjusted with one attempt between all settings while in the product packaging. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The valve met all of the requirements for the patency, leakage, siphon, reflux, pressure-flow, and preimplantation tests. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.